Event description:
It was reported that over the last few years, a significant increase in the power consumption and decreased longevity estimates were observed from this implantable device battery. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.